Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the devices were not working properly intra operatively. There was no patient impact.

Manufacturer narrative:
Product analysis for the mainframe: analysis found that there was no fault on the device. Could not duplicate customer's issue regarding not working properly. As a precautionary measure, placed unit in burn-in for 4 hours to observe any failure. Unit never failed. The item was tested with customer's p/I cable and passed all manufacturing specifications. Product analysis for the patient interface: analysis found that there was no fault found on the device. Could not duplicate customer's issue. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.